Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 26mm commander delivery system was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided that showed a kink present in the descending aorta and some tortuosity in the right access vessel, and calcification was present in the landing zone. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The commander delivery system IFU, and the procedural training manual were reviewed. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of difficulty or inability to cross native annulus and/or bioprosthesis and withdrawal difficulty were unable to be confirmed as no device and/or relevant procedural imagery was provided for evaluation. In this case, the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. In addition, a review of IFU/training materials revealed no deficiencies. Per the event description, "during a tavr procedure using a 26 mm s3ur delivered through a 14fr sheath to the non-edward surgical valve, the team could not cross the surgical valve after multiple attempts and multiple troubleshooting steps. The team decided to withdraw the valve and sheath together, causing a disruption in the arteriotomy (femoral artery). The withdrawal of the sheath and valve caused a vascular issue leading to a surgical cutdown. The cutdown lasted over 2 hours and the crimped second 26 mm s3ur could not be used. Follow-up with the fcs indicated that the device was getting caught on the stent frame of the surgical valve. During the withdrawal of the devices, a dissection occurred to the femoral artery." During advancement, the delivery system was unable to cross the native annulus. Upon review of the 3mensio report, there was an acute bend in the patient's anatomy. The imagery review also showed calcification in the landing zone. Vessel tortuosity can create a challenging angle, potentially impeding the catheter's ability to maneuver or articulate effectively, which may hinder its capacity to reach the target location and cross the bioprosthesis. Calcification can also create additional resistance during advancement. Additionally, it was reported that the delivery system was getting caught on the stent frame of the pre-existing valve. These interactions with the stent frame may cause additional resistance, hindering the ability to cross the bioprosthesis. During withdrawal, the delivery system caused a vascular issue at the femoral artery, requiring additional intervention (surgical). In this case, the patient's access vessel exhibits tortuosity. The valve inside the sheath can increase the overall profile and rigidity of the sheath, and this can reduce the flexibility to navigate the natural curves and bends of the vasculature, increasing the risk of damaging the vessel walls during removal. Available information indicates that patient factors (tortuosity, calcification, pre-existing valve) and procedural factors (increased device profile and rigidity due to withdrawal of crimped valve) likely contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per the field clinical specialist (fcs), during a tavr procedure using a 26 mm sapien 3 ultra resilia (s3ur) delivered through a 14fr sheath to the non-edward surgical valve, the team could not cross the surgical valve after multiple attempts and multiple troubleshooting steps. The team decided to withdraw the valve and sheath together, disrupting the arteriotomy (femoral artery). As this step happened, the implanter requested another 14fr sheath, commander system, and 26mm s3ur to be prepared. The withdrawal of the sheath and valve caused a vascular issue leading to a surgical cutdown. The cutdown lasted 2 hours and the crimped second 26 mm s3ur could not be used. A 29mm s3ur, commander, and 16 fr sheath were all prepared and the valve was implanted successfully. Follow-up information indicated that the device was getting caught on the stent frame of the surgical valve. During the withdrawal of the devices, a dissection occurred to the femoral artery. There was no damage to the sheath and the devices were discarded at the hospital. The patient was in stable condition.

Manufacturer narrative:
The investigation is ongoing.